Event description:
It was reported via the patient's attorney that the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator. Relevant medical history included: failed back surgery syndrome, non-malignant pain

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a ¿defective stimulator.¿ the attorney further claimed the patient was told the implantable neurostimulator (ins) had a ¿9-year device life,¿ and further claims the ins ¿failed well before the expiration of nine years.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.